Manufacturer narrative:
The reported event could be confirmed. Since the x-rays and medical records of the patient were provided, the competencies of a medical expert were requested and noted below: after the analysis of the documents, their statement is the following: "[...] The reduction in this case is far from ideal again, which is clearly seen on the lateral intra-operative x-rays. Again the distal screw is already fixed statically. The distal screw is already proximal in the oblong hole, which is again already seen on the intra-operative pictures. This means there is no way the fracture can compress. Since the reduction is not ideal and there is no way for the fracture to compress itself, there will be a possibility of motion in the proximal part of the nail, the connection between lagscrew and nail will get to much load. Also in this case, it is unknown how the set screw was used, whether it was tightened completely, or whether some sliding was allowed. This first could also negatively influence the loads on the nail-screw connection [...]" As well as: "[...] The screw length is 110 which is quite long, and understandably used because of the poor reduction. [...] The loadbearing with this poor reduction, long lagscrew, with especially long lever and the walking aid, might have put enormous loads on the construct causing the failure. [...]" As a summary, an inadequate reduction of the bone fracture can be considered the first root cause that would have caused the heightened mechanical loads that the nail was seeing. Furthermore, the inspection of the returned device revealed the following: the breakage of the nail occurred because of the fatigue of the material. The rest lines that are clearly seen are the proof that a constant repetitive mechanical load was applied on the device for a while, until the material broke. The miss-drilling traces that can be seen on the device could also have contributed in introducing weak points from which the cracks could either have started or had appeared after and propagated. Following the analysis the medical expert provided, the inadequate reduction of the bone fracture can be considered the first root cause that would have caused the heightened mechanical loads that the nail has seen, and that resulted in the breakage. This is confirmed by the results of the analysis of the surface breakage of the nail, which shows clear signs of a fatigue fracture. As a result, this case can be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep's manager reported on behalf of sales rep, intertrochanteric fracture. Broken lag screw flap. Revision surgery occurred.